Event description:
Reporter noted IV pole suddenly dropped below pt's eye level during phaco, and flow abruptly stopped. Temporal corneal burn occurred. Wound was leaking; sutured to close. Prognosis not known at this time.